Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, standard device preparations were performed for the transcatheter aortic valve implantation (tavi) procedure, and a 23 mm sapien 3 ultra resilia valve was successfully implanted. During the tavi procedure, no notable resistance was encountered during the insertion of the esheath+, other devices, or removal of each device. Upon completion of the procedure and removal of the esheath+, the sheath tip was found to be circumferentially torn and nearly detached. Since the torn fragment matched the edge of the esheath+ main body, it was determined that there were no retained fragments within the patient body, and the tavi procedure was completed. There was no health effect due to this event. Although circumferential calcification was present from both common iliac arteries (cia) to the terminal aorta, the internal diameter was preserved. Vessel pre-dilation was performed prior to the insertion of devices.

Manufacturer narrative:
Corrected h6 type of investigation, investigation findings, and investigation conclusions.the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During visual inspection curvature was noted on the sheath shaft. The liner was fully expanded, as designed. The sheath's distal tip was torn axially and radially along the distal liner edge. There was hdpe stretching along the radial tear and soft tip damage/stretching. All score lines at the tip were present. Scratches were observed at the distal end of the shaft and soft tip. No pieces of the distal tip are missing. Due to the nature of the complaint, no applicable functional nor dimensional testing were able to be performed. The event was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.the tear in the distal tip of the sheath was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during the tecoflex trimming step, leading to hdpe damage. Additionally, patient factors, such as challenging anatomy (moderate tortuosity and moderate to severe calcification reported) may exacerbate interference between the valve and distal tip, leading to potential tearing during system advancement. Although no imagery of the patient's anatomy was provided, scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Curvature observed on the sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. An investigation has been opened to determine the root cause and implement any necessary corrective actions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.